Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a low lead impedance of 266 ohms and a high threshold. Impedance readings had been dropping over time. The explanted lead appeared to have a protein-like substance on its surface near the insertion site.